Event description:
A customer reported to the manufacturer of a bipap pro 2 device having evidence of thermal damage and exposed wires to the power. There was no report of patient harm or injury. The device has not been returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.